Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that this issue happened also with her old insulin pump and customer refused to do troubleshooting for no delivery. Customer's blood glucose was 300 mg/dl. Customer stated that she is doing manual injections due to the insulin pump is not working and delivery the correct insulin. The customer was advised how to prevent no delivery alarm but stated she just want an insulin pump replacement. No further information provided.